Event description:
It was reported that the patient underwent a surgical procedure to explant this inflatable penile prosthesis (ipp) as it would no longer inflate. All components of the existing ipp were explanted and replaced with a new ipp. There were no patient complications. The explanted components are not expected for return. A supplemental report will be filed should additional information be received, or the device returned for analysis.